Event description:
The surgeon inserted an aq2003v silicone three-piece lens, the lens was removed during the same surgery due to zonular dehiseree. The incision was enlarged to remove the lens and sutures were required to close the wound. The reporter stated the event was no product related.